Manufacturer narrative:
H10. H3, h6: the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. A functional evaluation found a handpiece stall error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up of a shoulder procedure, mdu had a button malfunction. No delay and a back up was available to complete the procedure. No other complications were reported. Preliminary results of investigation have concluded that the device had a hand piece stall error message which makes it a reportable event.